Event description:
Abbott diabetes care received a health canada report which reported the following information. A pharmacist reported a low readings issue with the adc device. It was reported that due to low readings, the customer increased sugar intake and required a visit to the emergency room. It was determined via capillary check that the customer was hyperglycemic, and the pharmacist indicated in the report that the customer required hospitalization. However, no further information was not provided. Adc customer service was able to contact the pharmacist who stated that they advised the customer to contact adc. No further details regarding the event were obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. The provided serial number was not valid. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.